Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacture representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient was charging too often; 3 times a day. The patient only uses 1 program. It was noted that the impedances were within normal limits, all below 800 ohms. It was also reported that the ins recharger was displaying information incorrectly. Occasionally the patient will see 1/4 charge on the ins and about 10 minutes later will see full charge with all 8 coupling bars, and then 10 minutes after that the battery will drop to 1/4 full again. The patient noted that they thought it was the ins and not the rechargers fault. It was reviewed that ins battery fluctuates when charging, and it was suggested that the patient use the recharge belt/adhesive discs and charge for longer durations of time. A new ins recharger was sent to the patient, and if this did not resolve the issue the patient was to get the ins replaced. No further complications were reported. Additional information received from the patient reported that with replacement recharger they still have to charge 3 times a day but only for about 4-10 mins. Additional information was received from the patient. Patient reports they did not see eri (elective replacement indicator) message on this ins. Agent explained the reason the patient did not see eri with this implant explanted in 2017 was because the ins was not at the 8 year mark. The patient then mentioned the previous ins "completely died" in 2017 and that was the reason for the replacement.